Event description:
It was reported that the patient programmer (pp) was unable to turn off or communicate with the implantable neurostimulator (ins). The patient attempted to turn off the ins because he was scheduled to have a small surgical procedure. The health care provider (hcp) had the external controller but the only light he saw was the battery light, and no stimulation on or off, nor low battery indicator. It was noted that the ins might be depleted. The patient was in a nursing home and therapy issues were unknown. It was later reported that there was a loss of therapeutic effect. The hcp was told by a manufacturer¿s representative that therapy may have turned off during the surgical procedure the patient was having. There was a return of tremors, and it was unknown the day this occurred. However, it was verified that there was no trouble with the tremors prior to the surgery. It was noted that the pp passed the light test and only the green 9 volt battery light was on. The caller was redirected to the manufacturer¿s representative to check the ins battery with a clinician programmer, 8840, and assist with telemetry in person. Information regarding the battery depletion and patient outcome has been requested which was not reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot # j0209740v, implanted: (B)(6) 2002, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. (B)(4).